Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 4, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that no complaint lens, complaint cartridge or lens module were received, and therefore no product evaluation could be performed on the lens, lens module or cartridge. The plunger rod was inspected and it did present with an issue (bent), but cannot be confirmed to be related to manufacturing since the handpiece was returned disassembled with a missing cartridge and lens module. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, based on investigation results the complaint issue was not confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: unknown, information not provided. If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the preloaded device was defective and was not used. Additional information received revealed that when surgeon advanced the intraocular lens (iol), it advanced sideways onto the lens injector, causing the lens to actually tear. It was stated that only the cartridge tip made contact with the patient's left eye. The surgeon had to manually insert a lens with a surgical instrument. The lens was fully inserted. There was no patient injury reported. No further information was available.